Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 23-apr-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-3). Customer's test strips are expired: the test strip lot manufacturer¿s expiration date is 12/26/2020. Customer stated he had just purchased the test strips the day prior to the call. The customer did not have another vial of test strips that had been stored and handled correctly. At the time of the call, the customer felt well and did not report any symptoms. Customer stated he had gone to the hospital a few weeks prior to the call; customer did not recall the exact date. Customer stated he had passed out while at work and had woken up in the hospital. Customer stated he had not tested with the truefocus meter that day. Customer stated his blood glucose test result when at the hospital had been 749 mg/dl (fasting/non-fasting status was not disclosed). Customer stated he was diagnosed with hyperglycemia and was treated with two bags of IV insulin. Customer stated he had been hospitalized for three days and had been prescribed insulin when discharged.